Event description:
It was reported that the 9600 system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. There was a disk found in the disk drive preventing boot up. The disk was removed during the service call. The system was tested and found to be working as intended and put back into service.